Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) augmentation level stayed at the lowest level when the nursing educator started the iabp using a training intra-aortic balloon (iab) while not on a patient. The nurse had to manually step up the augmentation to reach the max when it should auto jump to the highest level. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) augmentation level stayed at the lowest level when the nursing educator started the iabp using a training intra-aortic balloon (iab) while not on a patient. The nurse had to manually step up the augmentation to reach the max when it should auto jump to the highest level. There was no patient involvement, and no adverse event reported.